Event description:
It was reported that the right ventricular (rv) lead had no capture and exhibited changing impedance on the high voltage portion of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.